Event description:
It has been reported that the infusion device manometer needle did not register the proper pressure. The physician could not read the pressure in the ptca balloon correctly because the needle of the manometer did not correspond to the pressure in the balloon. The physician exchanged the inflation device with another from a different lot and completed the case without any further difficulties.